Event description:
It was reported that the patient experienced a shocking sensation. The pt did not realize that her ipg was turned off. When she turned her ipg back on the stimulation was very strong "shocking". Further information is being requested from the hcp.